Manufacturer narrative:
No sample has been returned for evaluation for the complaint of leaky trocars; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. A root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection practice that required manipulation of the valved septum along the blade shaft. This complaint does not identify a reported lot and no sample was returned for evaluation so it cannot be determined if the complaint can be attributed to the post assembly inspection. The post assembly inspection (septum manipulation on blade shaft) has been discontinued as of (B)(6) 2015. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Event description:
A customer reported having several port (valved trocars) leak during procedures. The product was replaced with another one. The product samples were not retained. The condition of the patients was not known. No additional information is expected.